Manufacturer narrative:
The account replaced the sidecom power control module board to resolve the issue.

Event description:
The account alleged, the bed exit alarm "on/off" light would not come on the hard panel on the left siderail. The account was able to set the alarm but could not get an audible alarm. No patient impact.